Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Early in the procedure while ablating, the intrinsic sinus rate of the patient increased and further increased after a period of time. An echocardiogram revealed a right ventricle separation from the pericardium and an effusion was diagnosed. A pericardiocentesis was performed followed by cardiac surgery to close the hole due to persistent bleeding. The patient was stable and doing well post procedure. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.